Event description:
Report received indicated that patient noticed redness; itching under sides and bottom of tape collar beginning 3 or more weeks prior to receipt of complaint. Does not ordinarily use barrier but has medicated spray on hand. Patient feels sensitivity to tape collar even though only 3 sides clears up when she goes back to a different wafer. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.